Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 260 mg/dl. The customer changed the cartridge and infusion set. A correction bolus was delivered via the pump to address the high bg. The cause of the high bg was not known. The customer did not observe any issues with the pump supplies. The customer declined tandem technical support's offer to troubleshoot.